Event description:
It was reported that while this device was being used in an angioplasty procedure, the balloon burst. A previous balloon used in the same lesion also burst. There has been no claim of injury related to this event. The lesion being treated is reportedly highly stenotic and calcified.